Event description:
It was reported from the (B)(6) that a patient had fractured their pip distal component. The physician does not plan on doing any revision surgery because it is not causing any complications.

Manufacturer narrative:
This event occurred in the (B)(6) and very little information was provided on the initial report. Requests for additional information have gone unanswered. If additional information becomes available, a supplemental report will be provided as appropriate.